Event description:
While using a cavitron plus g136 they allege that the handpiece is getting hot and the water flow is not accurate, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
(B)(6) found hpc water flow control pulled out of cable, replaced hpc with new, also replaced battery door due to pads being in wrong position and not securing batteries. Unit tuned/calibrated and all functions tested qa-mo. Hpc (B)(4). Sterimate(B)(4).